Event description:
It was reported that a patient underwent a routine elective left breast wide local excision and sentinel lymph node biopsy on an unknown date and suture was used. The wire was not placed pre operatively due to dense breast tissue noted by radiologists. At the end of the procedure, during closure, it was noted that the tip of the needle was not present. The wound was examined closely, washout of the wound with examination of the fluid, a sterile magnet was used over wound, drapes swabs and floor. The tip was not located. Mammogram in one week to look for tip within breast tissue. As such a small <2mm tip lost, it was unlikely to be seen on a screening xray in theatres amongst the routinely placed breast clips in the cavity. It was stated the clinical significance of the tip remaining inside the breast tissue (if indeed it is within the wound) is small. The patient was covered with antibiotics on discharge. No additional information could be provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. What instruments were used to grasp the needle? Where was the needle grasped during use? Was a mammogram performed to localize the needle fragment? Does the needle tip remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Were antibiotics given prophylactically due to the broken and lost needle tip? Are prophylactic antibiotics routinely given by the surgeon for this type of procedure?